Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field h11: additional MFR narrative. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer's logfile was downloaded; data review revealed two error codes had been recorded. The codes were unable to be replicated in the laboratory setting; however, the guidance is to re-boot the programmer system. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer repeatedly crashed during use despite its software being up to date. No adverse patient effects were reported. The programmer was returned, and analysis was completed. This report details the product investigation results.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled and was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer repeatedly crashing during use despite the update. No adverse patient effects reported. This programmer was being returned.